Event description:
With the introduction and advancement of the contralateral iliac leg delivery system, it was noted that the length of the graft would be too long to achieve the desired landing zone and occlusion of the internal iliac artery would result. The contralateral iliac leg graft was overlapped with the limb of the main body graft 2 1/2 stent bodies in order to land the graft as planned. An iliac leg extension was then deployed on the ipsilateral side, at a height matching the contralateral leg graft above the bifurcation. Final angiogram viewed good positioning of the components, as well as a potential type I endoleak, or a type ii endoleak. Both the overlap junctions sites and the distal landing zones were ballooned several times. The endoleak appeared to be diminished, but was still evident. Since a determination of the endoleak type or origin could not be decided, the decision was made to perform a follow-up CT at a later time.